Manufacturer narrative:
Lot number not provided. Expiration date unknown. Device manufacture date is unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a (B)(6) year old laser vision correction female patient had surgery on (B)(6) 2020 and a horizontal gas breakthrough (hgb) occurred on the patient's right eye (od). The surgeon lifted the flap and completed the wave scan customvue treatment. There was no surgical intervention. A (bcl) was placed on the patient's left eye (os) possibly due to loose epithelium.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.